Event description:
A report was received that the patient was experiencing a loss of stimulation. Impedance measurements were taken which showed high impedances on two contacts. The patient underwent an explant procedure to remove the lead and implant a new one. The patient is reportedly doing well following the surgery.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.